Manufacturer narrative:
The customer did not request service. No samples were returned for eval. The root cause analysis cannot be determined in this investigation. A review of complaints for the last 24 months did indicate 1 additional, related report for this system. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: system shut down. The nurse reported the system shut down during the case. The system was rebooted and the case was completed. No pt injury was reported.